Event description:
Vascular injury that required surgical intervention. Bleeding was stopped and patient was intubated. Patient has recovered.

Manufacturer narrative:
The weight, gender, and age of the patient is not known to the manufacturer. The cause of the event cannot be decisively determined. Training was confirmed for the surgeon, and there was no hardware failure.